Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. This report is being submitted to correct the patient code and impact code in (h6): 9151 - infection. F2303 - medication required.

Event description:
It was reported that a patient has been experiencing a burning sensation around the ins site location. The patient is unable to wear belts or tight waste bands due to rubbing and discomfort. A request by the patient was made to switch to an r20 instead of f15 system and also have the pocket site location of implant higher. Patient had their implant swapped out to an r20 and on other side of the body, to allow for a chance of decreasing irritation related to size of implant. The patient is expected a full recovery. Per follow up on 25jun2025 with the rep, patient is doing well with their r20, infection is improving on a course of oral anti-biotics, and symptoms are well controlled.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block a2: d.o.b - (B)(6) 1972, age at time of event: 54. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient has been experiencing a burning sensation around the ins site location. The patient is unable to wear belts or tight waste bands due to rubbing and discomfort. A request by the patient was made to switch to an r20 instead of f15 system and also have the pocket site location of implant higher. Patient had their implant swapped out to an r20 and on other side of the body, to allow for a chance of decreasing irritation related to size of implant. The patient is expected a full recovery. Per follow up on (B)(6) 2025 with the rep, patient is doing well with their r20, infection is improving on a course of oral anti-biotics, and symptoms are well controlled.

Event description:
It was reported that a patient has been experiencing a burning sensation around the ins site location. The patient is unable to wear belts or tight waste bands due to rubbing and discomfort. A request by the patient was made to switch to an r20 instead of f15 system and also have the pocket site location of implant higher. Patient had their implant swapped out to an r20 and on other side of the body, to allow for a chance of decreasing irritation related to size of implant. The patient is expected a full recovery. Per follow up on 25jun2025 with the rep, patient is doing well with their r20, infection is improving on a course of oral anti-biotics, and symptoms are well controlled.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient has been experiencing a burning sensation around the ins site location. The patient is unable to wear belts or tight waste bands due to rubbing and discomfort. A request by the patient was made to switch to an r20 instead of f15 system and also have the pocket site location of implant higher. Patient had their implant swapped out to an r20 and on other side of the body, to allow for a chance of decreasing irritation related to size of implant. The patient is expected a full recovery. Per follow up on (B)(6) 2025 with the rep, patient is doing well with their r20, infection is improving on a course of oral anti-biotics, and symptoms are well controlled.